Event description:
It was reported that the patient experienced pain with an inflatable penile prosthesis (ipp). The physician indicated the patient was very sensitive to pain and inflating the ipp caused so much pain that the patient could not use the prosthesis. A replacement surgery was performed in which the existing ipp was removed and a new tactra device was implanted. There were no device malfunctions associated with the explanted ipp. The procedure result was very good and the patient did not experience any additional adverse events.